Event description:
Procedure type: sigmoid resection. According to the reporter: bleeding was noted after the pt was closed. In the abdomen there is 600-800ml blood, more in the lower abdominal. Suction with endo aspirator, the origin of the bleeding is located. The artery was grasped with an intestine tong and bleeding was stopped. The artery was ligated with a 10 titanium clip and over sewed. In addition sewed manually with vicryl 2-0 single knot suture. The staple line was identified as the source of bleeding was resected.

Manufacturer narrative:
(B)(4).